Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided to date after requests 04/30/26 and 05/07/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in failure of unit to power up at time of patient use. There was no patient injury.